Manufacturer narrative:
Root cause has been determined to be user error due to not using the cross connector counter-torque instrument during removal of the cross-connector. The counter-torque instrument should be used when placing and removing the cross connector. The counter-torque instrument prevents the axial movement of the driver. Movement of the driver in an axial direction can cause breakage at the distal tip.

Event description:
A posterior lumbar fusion revision for adjacent level disease was performed on (B)(6) 2017. While trying to remove the cross connector, before the revision could be started, the cross connector locking driver tip was broken off. A l3-s1 fusion was extended to l2 with x-spine instrumentation. The complainant reported using the torque limiting handle when implanting the cross connector, but reported not using any other instrumentation with the cross connector locking driver when removing the cross connector. The revision was completed successfully, there were no patient injuries.